Manufacturer narrative:
.

Event description:
Per the audiologist on october 26, 2006, the patient reported a daily decrease in sound quality after several hours of cochlear implant system use. Multiple sound processors and programs were tried; however, the sound quality problem was not resolved. Taking the sound processor off for a period of time resulted in a temporary improvement of sound quality and performance. The results of an integrity test done in 2007 were consistent with normal device function. Three months later, the patient continued to report decreased performance and poor sound quality. The patient and surgeon decided to implant the patient's contralateral (right) ear. The surgery was done the next month. The following month, cochlear received the device explanted from the patient's first (left) side. There had been no previous indication that the device was explanted.